Event description:
During a laparoscopic colon resection, the stapler used during the procedure misfired. Doctor operating the device unsure how it happened. Used device before with no issues. When fired instead of stapling left hole was seen and it did not anastomose. Another stapler brought it and successfully completed case. No injury to patient but required to cut further down to complete with other device.